Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar device under 510(k) p070016. (B)(4). Summary of investigational findings: as no imaging was provided and the product was not returned, it was not possible to determine the exact root cause or the nature of the reported fraying on the tip of the device. No evidence was found suggesting that the device was manufactured outside of specifications. The distal part of the sheath is 100 % inspected according to specifications. The most likely root cause of the reported event is advancement of the device through severe tortuous patient anatomy and anastomotic stenosis, as stated in the event description. As per IFU, the user should inspect the device prior to use. In case damage has occured as a result of transportation, the product should be returned to cook. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a (B)(6) female patient who has both aaa and taa underwent evar. There was severe tortuous anatomy on the patient. Also there was stenosis at anastomotic site after replacement of aortic arch into artificial vessel, however, the physician thought the device could be passed through the stenosed area by CT image. After preparation, the device was advanced over the wire guide (cook medical, lunderquist), however, there was strong resistance when the device was advanced into distal side of anastomotic site, therefore the device was removed from the patient. Then, it was confirmed that there was a fray on the tip of the sheath. Since the user thought there was a risk if the device was reinserted, another device(gore/c-tag) was used instead to complete the procedure. Patient outcome: there have been no adverse effect to the patient reported.

Manufacturer narrative:
(B)(4). Similar device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female patient who has both aaa and taa underwent evar. There was severe tortuous anatomy on the patient. Also there was stenosis at anastomotic site after replacement of aortic arch into artificial vessel, however, the physician thought the device could be passed through the stenosed area by CT image. After preparation, the device was advanced over the wire guide ((B)(4)), however, there was strong resistance when the device was advanced into distal side of anastomotic site, therefore the device was removed from the patient. Then, it was confirmed that there was a fray on the tip of the sheath. Since the user thought there was a risk if the device was reinserted, another device(gore/c-tag) was used instead to complete the procedure. Patient outcome: there have been no adverse effect to the patient reported.